Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(4).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The alleged product was sent to the manufacturer for evaluation.